Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawers 3-1 3-2 5-1 and 5-2 were not detected on bus. A field service engineer replaced all 4 retractor bands and 1 row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced multiple drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Part analysis: the reported issue multiple failed drawers was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order (B)(4), the fse reported that the main enhanced hh drawer 3-1, 3-2, 5-1 and 5-2 were not detected on bus. He replaced all 4 retractor bands and 1 row board. Passed hta. Dchu visual inspection one assy tray hh (p/n: 356450-01) was received with no signs of missing components, fluid ingress or physical damage. Four (4) assy cable ff drawer hh cubie ii, (p/n: 353762-01) were received. One of them exhibited charring due to heat. Dchu laboratory testing: three (3) assy cable ff drawer hh cubie ii, (p/n: 353762-01) were dmm tested for continuity. Also, hta checked with no issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the multiple drawer failures was caused by a damaged assy cable ff drawer hh cubie ii exhibiting thermal damage, along with a defective assy tray hh and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced multiple drawer failure. As per part investigation, it was determined that the test failed because the system did not detect the cubie pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.